Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -3.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault. This exchanged resolved the problem.